Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound dehiscence and impaired healing cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence and impaired healing in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2026, novocure was informed that the patient had been hospitalized since the previous day for additional surgery. Reportedly, the cranial hardware (screws) associated with the cranial implant had not been properly secured, resulting in inflammation. Optune gio therapy was temporarily discontinued. On (B)(6) 2026, the patient's spouse reported that the patient was discharged from the hospital that day; however, therapy remained suspended to allow additional healing of the surgical scar. On (B)(6) 2026, the spouse informed that the sutures had been removed and the surgical scar was healing, although the wound continued to require ongoing care. According to a medical record dated on (B)(6) 2026, received by novocure on (B)(6) 2026, the patient developed a right temporal wound healing disorder with exposure of a surgical screw. The event was assessed as most likely caused by mechanical irritation from the transducer arrays. As a result, the patient underwent wound revision and debridement on (B)(6) 2026, during which two metal plates were removed. No signs of infection were noted. The patient was discharged on (B)(6) 2026, with instructions to continue oral antibiotics and remove the stitches no earlier than on (B)(6) 2026. The patient resumed optune gio therapy on (B)(6) 2026. Several attempts were made to contact the prescribing physician with no reply.